Event description:
IV pump set to infuse 3.6cc/hr to this 680 gram infant. After 2 hours of infusion, nurse noted that a total of 34cc's had infused. Infant given lasix and fluids were decreased to prevent fluid overload. Biomed follow-up found plunger driver slide broken, but flow tests were all within expected ranges.